Event description:
Customer performed a blood glucose test and received a result of 403mg/dl. Paramedics were called and they received a result of 50mg/dl. The customer was given glucose and taken to the hosp where pt was admitted. Unknown if controls were in use. A request was made for the return of the suspect device and replacement product was sent.